Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mixed mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, first mitraclip was implanted successfully. It was decided to place the second clip to further stabilize the clip. During implantation of the second clip, there were some difficulties grasping the leaflets and grasp was achieved eventually. Prior to release of the clip, increase in regurgitation was observed and the clip was removed from the valve. It was identified that there was a perforation of the posterior mitral leaflet. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported positioning failure (leaflet grasping) could not be determined. The cause of the reported tissue injury appears to be related to a combination of procedural factor and patient morphology/pathology. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.